Event description:
It was reported that the patient¿s device needed to be ¿tacked down¿. The patient may have lost weight; the stimulator was angled and was uncomfortable. A revision was planned for 2013 (B)(6). It was further reported that the issue had been going on since (B)(6) 2013. There was no fall or trauma. The stimulator was providing good coverage and was fully functional. The revision did occur as planned on 2013 (B)(6). The stimulator was repositioned and the patient was doing well.

Manufacturer narrative:
Product ID 7496-51 lot# serial# (B)(4), implanted: 1993 (B)(6), product type extension product ID neu_unknown_lead lot# serial# (B)(4), implanted: 2001 (B)(6), product type lead product ID 7434a lot# serial# (B)(4), product type programmer, patient product ID 3550-09 lot# n0043166, implanted: 2005 (B)(6), product type accessory. (B)(4).